Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the provider, during wedge segmental resection, when the surgeon tried to fire the reload, the handle ran idle and could not fire. The same event occurred with the second reload. When the third reload was used, it could be fired without any problem. The surgical time was extended by less than 30 min. There was no patient injury.